Manufacturer narrative:
Evaluation of the returned cat7 could not confirm the reported distal tip unravel. The distal tip was undamaged, and the marker band was intact on the distal tip. Evaluation also revealed that the distal shaft was stretched. This damage likely occurred due to forceful manipulating the device against resistance during the procedure. If the cat7 is forcefully manipulated through the reported sharp bifurcation in the patient¿s anatomy, resistance may be encountered and damage such as this may occur. The device could not be functionally tested for the reported issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 7 (cat7) and non-penumbra sheath. During the procedure, the physician had difficulty advancing the cat7 up and over the sharp bifurcation. When the physician pulled the cat7 out of the sheath, the tip of the cat7 had unraveled. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.